Event description:
In 2004, the destination therapy patient was implanted will a vented electric left ventricular assist device (lvad). The vad coordinator reported that the patient was at home and begun having red heart alarms during the early morning. The alarms were happening every half hour. The vad coordinator asked the patient to come to the hospital for evaluation. Low beat rate alarms were noted and increased in frequency to every 10 minutes. The patient was sitting in a chair asymptomatic during the alarms. The patient denies any possibility of fluid incursion into the vent port. The manufacturer recommended getting waveforms from the electric motor and saving the vent filter for analysis. It was also advised to place the patient on ip console with a stroke volume limiter (svl). The vad coordinator stated they were comfortable with this procedure and would begin anticoagulation. The waveforms and vent filter were sent to the manufacturer for analysis. The patient was placed back on electrical actuation and no further alarms were noted. Auto mode rates were 75-90bpm and flows 6-7lpm. The patient had positive blood cultures times two, but no obvious signs of infection. The patient is being evaluated for device/valve infection. The results of the waveform data did not indicate high current. The vent filter analysis revealed potential fluid ingress and possibly bearing wear. Later that week the surgeon decided to do a pump replacement on the patient. The patient remains stable and on a lvad support.